Event description:
It was reported to boston scientific corporation on march 18, 2020 that a lighttrail reusable laser fiber was used in a ureteroscopy (urs) procedure in the kidney performed on (B)(6) 2020. Reportedly, the laser unit used was an auriga xl 4007 laser console. According to the complainant, during the procedure, a loud sound was heard and the laser fiber was broken and burned a hole in the covering material. Reportedly, no fiber fragments fell inside the patient. No burned injury was reported to the user. The procedure was completed with another lighttrail reusable laser fiber. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h2: additional information: block d4, h4 and h8. Block h6: problem code 1069 captures the reportable event of fiber broke. Problem code 2532 captures the reportable event of fiber misfire. Block h10: investigation results: the returned lighttrail reusable 600um laser fiber was analyzed, and a visual evaluation noted that it was returned in two pieces. The first piece measured 88 cm from the tip of the connector to the fiber body fracture. The second piece measured 218 cm from the fiber body fracture to the exposed glass tip. The exposed glass tip measured less than 1 mm and appeared degraded. Examination under magnification confirmed the pattern on the tip was consistent with normal degradation. Fibers are consumable and meant to degrade with use. Light from the sma connector was bright and clear, indicating no fractures present within the connector. The fiber was tested on the laser console, which read applicator has been used 4 times. No other issues with the device were noted. The reported event was confirmed. The analysis of the returned device revealed a fracture along the length of the fiber, 88 cm from the tip of the connector. Fibers can interact with the scope as it passes through the working channel, which in tortuous anatomy can cause stresses than can result in fiber damage. Articulation of the scope with a fiber extended through the scope may also cause stresses to the fiber to cause damage. It is likely the interaction with the scope as the device was handled in the procedure contributed to the event. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on march 18, 2020 that a lighttrail reusable laser fiber was used in a ureteroscopy (urs) procedure in the kidney performed on (B)(6) 2020. Reportedly, the laser unit used was an auriga xl 4007 laser console. According to the complainant, during the procedure, a loud sound was heard and the laser fiber was broken and burned a hole in the covering material. Reportedly, no fiber fragments fell inside the patient. No burned injury was reported to the user. The procedure was completed with another lighttrail reusable laser fiber. There were no patient complications reported as a result of this event.